Event description:
Additional information was received. It was reported that this was only test phase. The cause was determined. They know it was because the connection was completely submerged in distilled water and antibiotic. They first changed the external stimulator (ens) several times and the programmer for the test phase, then when they saw that it was not working, what they did was dry the extension connection with a hairdryer and left it in the air for 24 hours, without connecting to the ens and it worked. Issue has resolved. Indication for use was urgency frequency.

Manufacturer narrative:
Continuation of d10: product ID 978b128; lot# va2zeb5. Product type: lead product ID 3560022; lot# va34nc4. Product type: extension section d information references the main component of the system. Other relevant device(s) are: product ID: model 978b128, serial/lot #: (B)(6) ubd: 2026-02-28, UDI#: (B)(4). Product ID: model 3560022, serial/lot #: (B)(6) ubd: 2027-05-15, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, serial# unknown, product type lead product ID 3560022 lot# serial# unknown, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: 3560022, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that this morning we had an issue with a patient using the trial. The patient came to the consultation with the doctor, but we were unable to change the programming of the device. When we tried to enter the correct workflow to do so "configure evaluation", the system would not let us proceed and displayed the following error message: "invalid cable", "the trial stimulation cable cannot be used for this workflow." They tried changing the verify external neurostimulator, the controllers for the test phase, and carried out many different tests, but we were still unable to access the configuration of the stimulator. Of note, the device was correctly turned on in the operating room on the day of surgery and four days later it doesn't work.